Event description:
It was reported that the battery charger melted while the battery was attached to the device. A new replacement device were sent to the patient. No serious injury was reported. Additional information has been requested but it has not been made available as of the date of this report.